Manufacturer narrative:
(B)(4).

Event description:
It was reported that "we opened two 20cm tl cvc it's that had a defective introducer needle. The needle had a slit in it. I was able to sequester the packaging. We ended up using a 16cm cvc kit with no problem." This was found prior to use. There was no patient involvement. Associate MDR numbers include: 9680794-2026-00146 and 9680794-2026-00063.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The image shows an introducer needle connected to the ars and a crack is observed in the needle hub. A device history record review was performed, and no relevant findings were identified. Results the instructions for use (IFU) provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials." The customer report of needle hub cracked was confirmed by visual inspection of the customer supplied photo. Visual analysis of the photo revealed a crack in the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "we opened two 20cm tl cvc it's that had a defective introducer needle. The needle had a slit in it. I was able to sequester the packaging. We ended up using a 16cm cvc kit with no problem." This was found prior to use. There was no patient involvement. Associate MDR numbers include: 9680794-2026-00146 and 9680794-2026-00063.